Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, e2,e3, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported serial # (B)(6) - the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the scope was blurry. The issue happened at the start of the case (CABG). The harvesting tool was advanced under endoscopic visualization during intial insertion. No delay occured. A replacement scope was requested and the case was completed. No patient harm.